Event description:
It was reported that one side of the device system is not working due to a lead or extension issue. The problem has never been addressed surgically; therefore, the stimulator has been programmed to address both sides of the pt's body which has required higher voltages. It was also reported the charge density warning was prompted while trying to program the pt to 4.9 volts (amplitude), 210 usec (pulse width) and 135hz (rate). The pt was recently reprogrammed to 4.2 volts instead, however, the stimulation is not as effective at the lower amplitudes. The pt wanted to be programmed at higher voltages but the health care professional (hcp) was not comfortable doing so given the charge density warning. Impedances were 646 ohms.